Manufacturer narrative:
During inspection of the system, the ge field engineer (fe) was not able to reproduce the reported table lock issue. The fe verified several times that the table locks were performing as expected. Further interview with the site indicated that the technologist was able to use the tabletop upon activation of the inhibit switch. The information reasonably suggested that the issue was a result of pedal activation, which may have led to movement of the tabletop without resistance in both lateral and longitudinal directions (free float).

Event description:
The site reported that the tabletop locks were not working. The site was able to use the tabletop by activating the inhibit switch. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.